Manufacturer narrative:
On (B)(6) 2019, mentor confirmed that MDR submission reference numbers ip-(B)(4) and ip-(B)(4)were duplicated. This file has been updated to contain all of the most current and correct information, and final reporting/documentation of this event will take place in this complaint file, manufacturer's reference number pc-(B)(4). The deflation was confirmed by physical examination. In addition, the patient underwent removal of the implant on (B)(6) 2018. Facility name: (B)(6). Address: (B)(6) email: (B)(6) phone: (B)(6) fax: +(B)(6) CT (B)(6). The date of implantation was (B)(6) 2004 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast implantation procedure of unknown type with a saline mentor smooth round high profile 380cc and experienced deflation on the right breast implant. The deflation was discovered during the exam by the healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the patient has not yet scheduled the surgery. Manufacturer¿s reference number: (B)(4).